Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set into the body crease or area subjected to temporary positional blockage on (B)(6) 2026 which causes high blood glucose. The high blood glucose was treated with insulin pump and with multiple daily injections.